Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that five (5) 2000 ml eva tpn bags were leaking from the middle port. The leaks were discovered during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information : the lot number was manufactured between march 03, 2018 - march 04, 2018. The five (5) actual samples were received for evaluation. All samples were sliced where the customer likely drained the contents. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a leak from the spike port at the spike port cap of all samples. The reported condition was verified on all returned samples. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.